Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam). Technical services (ts) suspected the noise was due to electromagnetic interference (emi) from the patient plugging in an electric car to the charger. Also, there was low out of range right atrial (ra) channel impedance, less than 100 ohms. Ts recommended performing isometrics and pocket manipulation. This ICD remains in service. No adverse patient effects were reported.